Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient had got into a serious motor vehicle accident and the device had stopped working shortly after he got the device. It was reported that the lead had to be repaired and they put another lead in. No patient symptoms were reported regarding this event.

Manufacturer narrative:
The appropriate PMA/510(k) # was not previously included.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.